Event description:
The customer's mother called after receiving a replacement controller due to the field safety notice and wanted to know what to do with the device. It was reported the patient had an electric scooter accident on (B)(6). The patient was brought to the emergency room, CT imaging was done due to head injury and multiple facial fractures that required sutures. It was reported that the omnipod 5 system was checked in the emergency room and confirmed 50 units of insulin was remaining. The patient's mother confirmed the patient was out of omnipod supplies and was instructed to self-dose for diabetes management as needed. Patient was discharged from the hospital and found unresponsive by his father the following afternoon, (B)(6) 2023. Ems was called but unable to revive the patient, blood sugar reported was 700. The cause of death was not confirmed, and a blood clot due to the head injury was suspected. Family declined an autopsy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.